Event description:
During treatment of an mca aneurysm, an intrasaccular embolization device was placed but would not detach with multiple detachment controllers. The implant detached from the delivery pusher as the device was withdrawn into the catheter. There was no patient injury or intervention. Patient is doing fine.

Manufacturer narrative:
Procedure notes were obtained via email and analyzed for the investigation. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions: the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure: detachment of the device. 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Procedure note medical review for complaint (B)(4). A detailed procedure note and medical information review has been performed for complaint (B)(4). Data review indicates that the patient was treated for an mca aneurysm. Prior to implantation of the wbe sl 6 x 3 device, the controller device was checked, and green light was reported as present. The web device was reported as being implanted successfully by the operative physician. Upon attempted release of the web device, the physician report an inability to release the web device. Controller was change for another within the same lot with same result. Another controller was selected again with the same result of an inability to release the web. Procedure note medical review conclusion for complaint (B)(4). A detailed procedure note and medical information review has been completed for complaint (B)(4). Clinical data review confirmed successful placement of the web device with confirmed reported inability to release the web device using different controllers from the same lot. The reported web difficult and/or delayed detachment intraoperatively is confirmed. The web release was reported as confirmed with the physician retracting the web into the microcatheter.

Event description:
During treatment of an mca aneurysm, an intrasaccular embolization device was placed but would not detach with multiple detachment controllers. The implant detached from the delivery pusher as the device was withdrawn into the catheter. There was no patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Op notes and further information was sought but has not yet been provided. The alleged product issue could not be confirmed. If further information is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.